Manufacturer narrative:
The device will be returned for analysis. Upon return and analysis, this investigation will be updated.

Event description:
Boston scientific received information that this device was explanted due to reported setscrew issues as well as high out of range pacing impedances. No adverse patient effects were reported.